Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer stated that the insulin pump did not give her an empty reservoir alarm prior to the event. Troubleshooting was performed, and the insulin pump passed the high pressure tests. Found a low reservoir alarm in the alarm history, on the day prior to the event. The customer felt uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.